Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg and one lead were explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-14153 & 1627487-2019-14154. It was reported the patient has been receiving inadequate therapy due to high impedance being present on one lead. X-ray revealed that the right s3 lead had pulled out of the ipg. As a result, the patient may undergo surgical intervention at a later date. Both of the patient's leads are being reported because it is unknown which lead is liable.